Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The visual inspection of the tasp bottom confirmed that the tasp fractured along the central post. All the pieces were returned back for investigation. There were some type of cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The device has been in the field for approximately three years and seven months. It is unknown for how many times the device is being used. Device history records and the receiving inspections report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. CAPA (B)(4) was opened for the breakage of tasps. FDA recall z-2297-2014 contains the related lot number. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.in addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore, the root cause is tied to the design of the device.